Event description:
Additional information received reported that in (B)(6) 2012 the patient was having severe spasms covering the entire areas that the stimulator stimulated. The reporter stated that a diagnostic did not find a problem in the lead area. It was noted that after the patient turned off the system completely and left it off, the spasms stopped. A CT scan was taken in (B)(6) 2012, which showed where the lead was and showed the wires curling in the soft tissues. The reporter stated that the patient had a "long, violent" bus ride at the end of (B)(6) 2012 with "a good lot of bouncing around and swaying back and forth". The first spasm happened a couple days later. The reporter stated that the spasms stopped and in (B)(6) 2012 "little exercises" would cause a "jerk" of the whole leg. On (B)(6) 2012 complete spasms of the back started. It was noted that they "looked like seizures" and involved the urinary and rectal sphincters, the back, and all the sciatic nerves in the legs and feet. The reporter stated that the patient felt that some of the stimulation had moved. The "saddle area" stimulation moved up to mid-abdomen, which would spasm the lower abdominal muscles when the patient had spasms on (B)(6) 2012. It was reported that the patient had neuropathy and pain in her back. It was noted that if the patient turned the stimulation off the pain returned. A week later it was reported that the patient "inappropriately identified" the spasms as seizure-like myoclonic episodes when they started. The reporter stated that the patient was sure that the spasms were being caused by her device. It was reported that the patient identified the events as overstimulation of the covered areas of her device system. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient was still having concerns with her therapy but has been working with her doctor and manufacturer representative since (B)(6) 2012. It was further reported that sometime in (B)(6) after a decade of having devices the patient started having spasms that caused her 'more pain then she could handle' and physically brought her wheel-bound legs up to her chest.

Event description:
It was reported that the patient had experienced spasms in her leg when stimulation was turned on since (B)(6) 2012. The spasms went away when stimulation was turned off. A device interrogation of (B)(6) showed impedance values over 4,000 ohms on electrodes 4, 5, 6 and 7. The patient's neurostimulator was later replaced (see MFR. Rep. # 6000032-2012-00161).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 749851, serial#: (B)(4), implanted: (B)(6) 1999, product type: extension; product ID: 7435, serial#: (B)(4), implanted: (B)(6) 2002, product type: programmer, patient; product ID: 3998, lot#: l59478, implanted: (B)(6) 1999, product type: lead; product ID: 3550-09, lot#: la7205, implanted: (B)(6) 2002, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient is in a wheelchair "most of the time" and would do exercises with their feet that caused them to have strong myoclonic seizures. It was noted that the patient began having seizures 2 times a day, every day and was sent to see a neurologist. It was noted that the patient turned their stimulation off and the seizures stopped. All other information in this call has been previously recorded and reported in this event and events (B)(4), (B)(4), (B)(4), (B)(4).